Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and a diminished signal amplitude resulting in an inappropriate shock to this patient. It was noted that smart pass had been disabled for years. Ts recommended turning that feature back on and having this patient perform a treadmill test. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d4 model number and catalog number from 3400 to 3010.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and a diminished signal amplitude resulting in an inappropriate shock to this patient. It was noted that smart pass had been disabled for years. Ts recommended turning that feature back on and having this patient perform a treadmill test. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.